Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed the cartridge from the pump and observed insulin on the outside of the cartridge, consistent with a leaking cartridge, with no pump alerts or alarms reported and troubleshooting and education completed. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or need for medical care. Investigation included a product-use review and troubleshooting with the user. Investigation of this case revealed a suspected cartridge leak consistent with a device component issue involving the cartridge, with no evidence of pump alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or an isolated component leak.